Manufacturer narrative:
Age/ date of birth: unknown/ not provided. Sex/ gender: unknown/ not provided. If implanted, give date: not applicable, there is no indication the lens was implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a haptic so big the surgeon could not get it positioned. The capsule tore and a vitrectomy was required, however, it was not product related. There was no indication of patient injury, or any other medical or surgical intervention required. The patient is doing fine post-operatively. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: section d10: device available for evaluation? Yes. Returned to manufacturer on: 8/18/2020 section h3: device returned to manufacturer ¿ yes. Device evaluation: the lens was evaluated under microscope and was observed cut and have residues of viscoelastic. The condition observed is consistent with a lens that has been explanted. Due to the condition in which the lens returned, the reported issue could not be verified. As the lens returned cut and handled, a product quality deficiency or product malfunction could not be determined. The complaint issue could not be verified to be associated to manufacturing process. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that 1 other complaint has been received for this production order number and this complaint meets the criteria for no further investigation per johnson & johnson surgical vision complaint handling procedures. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.